Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 08-jan-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from meter to lab comparison of 142 mg/dl using true metrix meter and lab result of 107 mg/dl performed (B)(6) 2025 am fasting. The customer stated his expected blood glucose test result range is 95-100 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 162 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2026 and per the customer the open vial date is few weeks ago. The meter memory was not reviewed for previous test result history.